Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant's internal threads looks damaged and he couldn't screw any healing abutment or screw. Customer is requesting a thread tap 0493.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111, 4114 and 4119. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. A 6.0x11 unknown zimmer implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item/lot# and device not returned.

Event description:
No additional event information received at the time of this report.